Event description:
Voluntary medwatch received states that the patient presented with left ventricular lead that exhibited loss of capture. Programming changes were made. The lead remains implanted and in service. There were no patient consequences.